Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he had sensor glucose versus blood glucose differences. Customer's blood glucose was 135 mg/dl. The customer stated that they are having a problems with the sensor providing accurate numbers. Customer is not wearing sensor, and hasn't worn for 3 weeks. The customer advised that he has appointment with healthcare provider to review settings. Customer was advised to call to troubleshoot once he is wearing sensor.